Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of no image could not be identified due to the issue being resolved onsite. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The field service engineer found that the customer selected the incorrect serial digital interface (sdi) input image source. The issue was resolved on site. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center experienced no image. The issue occurred during maintenance. There were no reports of patient involvement.